Event description:
It was reported that the customer experienced issues with the data being uploaded from the insulin pump. The customer stated that the reports that appeared after the upload did not match the information in the insulin pump. The customer also experienced high blood glucose from 300 mg/dl to 400 mg/dl. The customer was treated with insulin pump therapy. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.